Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, noted to have visible contamination. Device underwent occlusion testing, and motor not running error was duplicated using infusion rate 300 ml/hr. This was a result of normal wear of the pump. The reported customer complaint was confirmed and the problem source has been determined to be normal wear-pump is over 12 years old.

Event description:
Information was received that device had motor rate error, motor not running. It was reported the pump did not cause any harm as it was checked before patient use, and it was found defective. Device was replaced with a working one.